Event description:
The manufacturer received information alleging a bipap a40 device caught fire. The patient went to the local hospital as a precaution and is reportedly doing fine. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 device that allegedly caught fire. The patient went to the local hospital as a precaution and reportedly was fine. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The device was visually "inpsected" by the manufacturer and found the enclosures of the device to have thermal damage/deformation caused by a fire. The manufacturer sent the device to a third party investigator. Based on the third party investigation, the thermal damage and pattern analysis to the device was caused by an external source. There was no evidence of a component failure that caused the thermal event. It was reported by the facility that the device was being used with an extension cord. Product labeling states,"do not use extension cords with this device. Periodically inspect electrical cords and cables for damage of signs of wear. Discontinue use and replace if damaged."